Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, left-side rupture "at the outermost edge." The device remains implanted.

Event description:
Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported, left-side rupture "at the outermost edge". Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. It is not possible to determine, the lot number or catalog through the photos provided.